Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing of the qrs and the pause episodes appeared to be loss of contact. The device remains in use. No patient complications have been reported as a result of this event.